Manufacturer narrative:
Insulin pump had reservoir tube lip completely broken off and test reservoir unable to lock/click into place. Missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump had physical damage. The customer's blood sugar was 94mg/dl at the time of call. Trouble shooting was performed and found two chunks missing from the top of the reservoir chamber. It is unknown how the damage occurred. The reservoir is unable to lock in place due to the missing lip and ring. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.